Event description:
It was reported that the device heated up during a procedure. There were no injuries to the pt or user, and no adverse consequences.

Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered within the motor assembly and bearings. The presence of corrosion can lead to increase friction between rotating components, resulting in heat being generated.